Event description:
On (B)(4) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the patient's onetouch ultraeasy meter read inaccurately. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 3x daily. The patient manages his diabetes with humulin insulin (3x daily/ 5 units after each meal) and lantus insulin (1x daily). The alleged issue began about a year prior to contacting lfs. The reporter did not provide results obtained with the subject meter; however, alleged the patient administered an increased dose of insulin (1 additional unit) due to the reported issue. After, the reporter claims the patient felt symptoms of disorientation, cold sweat and finger numbness. Treatment was not specified. The alleged issue was not resolved at the time of troubleshooting. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.